Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: pb1018 valve, implanted: (B)(6) 2012; ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient called to report hearing an audible beeping after being inappropriately shocked by the right ventricular (rv) lead while being in a pool that was not properly grounded. The rv lead was found to have oversensing of noise and delivered an unexpected therapy shock. The rv lead remains in use. No further patient complications have been reported as a result of this event.